Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon but returned for analysis. The stent had detached and returned in two portions; both portions of the stent were stretched, bunched and deformed. There was no damage to the distal tip of the delivery system. There were crimp impressions visible along the working length of the balloon. Image review: a series of still images were received. There was no anomaly evident in the left main which could have contributed to the dislodgement. The images do not capture the attempted delivery of the endeavor resolute device. (B)(4).

Event description:
The physician attempted to implant a 2.25 x 18 mm endeavor resolute drug eluting stent in a tortuous mid lcx artery. The lesion was a little calcified and exhibited 99% stenosis. The device was inspected before use with no issues noted. No difficulties were noted when removing the protective sheath. The physician inspected the stent after removal from protective sheath and no issues were noted. Predilation was carried out with a non-mdt balloon, twice to 10 and 14 atms. Predilation was carried out with a non-mdt balloon, four times to 8, 12, 14 and 16 atms. The device did not pass through a previously deployed stent or cell of a stent. No resistance was noted and force was not used. It is reported that the stent dislodged between the 6f launcher guide catheter and the lm before it reached the target lesion in the cx. The physician was not attempting to retract the device back into the guiding catheter when the dislodgement occurred. The stent catheter had not been connected to an inflation device. A non-mdt balloon was inflated at 20 atm in the guiding to trap the stent and pull all into the sheath, but the stent moved and became adhered to the common femoral artery. Femoral angiogram found the stent between the bifurcation of the common femoral artery. The cvt team was consulted for surgery to remove stent. Finally the stent was removed by snare during groin surgery. The patient was sent to iccu. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.